Manufacturer narrative:
The device was returned for evaluation. The delivery system was returned inserted through the esheath with the sapien 3 valve positioned partially on the inflation balloon. Visual inspection of the delivery system revealed the crimp balloon was torn near the bond to the inflation balloon. Bunching on the inflation balloon was present. Minor gouges were also present in the flex tip. Dimensional analysis of the double wall thickness was performed on the crimp balloon along the balloon separation. All measurements met specification. Functional testing was not able to be performed due to the condition of the returned device. DHR review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. Lot history review revealed no other similar reports related to ¿balloon ¿ torn.¿ the complaint history review from november 2016 to october 2017 revealed other complaints for the edwards commander delivery system (all models and sizes) for ¿balloon ¿ torn¿. The complaint history review revealed the occurrence rates for ¿balloon ¿ torn¿ did not exceed the october 2017 control limits for the trend categories of ¿damaged¿. The IFU and training manuals were reviewed. Instructions concerning the visual inspection of all device components for damage prior to use, the preparation of the devices and the proper valve alignment and deployment processes are discussed in the IFU and training manuals. No IFU/training manual deficiencies were found. Inability to fully inflate the balloon may result in valve embolization and surgical intervention. This carries a severity of 4 and occurrence level of 2. It should be noted that in this case, the balloon was unable to be inflated and the valve did not embolize. Procedural factors may have contributed to the reported event. Valve alignment in a tortuous anatomy, may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As reported, due to the patient¿s short body height (4 foot 2 inches) the valve was ¿right below the aortic arch as it exited the sheath¿. This implies that the balloon was at an angle relative to the thv during valve alignment, as it would have been in the arch. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition to valve alignment, residual volume left in the balloon may also contribute to increased forces during valve alignment and the delivery system retrieval, which could also lead to a weakening of the inflation and crimp balloon bond. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Another previously performed engineering study on the residual fluid in the balloon was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As reported, ¿fluoroscopic view showed an unusual contrast pool in the distal part of the balloon, between the valve and the nose cone¿. This suggests that there may have been residual fluid in the balloon. During the manufacturing process the delivery system components (balloon, crimp balloon, fine adjust knob) undergo multiple 100% inspections. The delivery system balloon also undergoes 100% inspection prior to the pleating and folding process and 100% visual inspection after the pleating and folding is completed. Prior to final inspection, the delivery system undergoes 100% leak testing. The assembled device then undergoes multiple 100% final inspections by manufacturing and quality. Product verification testing is also performed on samples from each lot of devices. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint events. In this case, the complaint of the delivery system balloon ¿ torn was confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the reported events. Visual inspection of the device confirmed that the tear occurred near the I/c bond. Review of complaint history shows that difficulty with valve alignment can contribute to this failure mode, and this issue and associated risks have been previously documented. Although a definite root cause could not be determined, available information suggests in addition to procedural factors (valve alignment at an angle, residual volume in the balloon), patient factors (patient height, calcified anatomy) likely contributed to the reported event. No manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified. Review of complaint history revealed that the occurrence rates did not exceed the october 2017 control limits for the trend category. Therefore, no corrective or preventative action was required. Due to the high criticality level for this failure mode, a pra was previously initiated to document risk assessment. Please reference related manufacturer report no: 2015691-2017- 03814.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 14fr. Esheath was inserted into the left femoral artery without difficulty. During the insertion of the commander delivery system and 23mm sapien 3 valve, the guidewire slipped out of the left ventricle and was removed. At the time, the delivery system and valve were in the loader. Advancement of the delivery system and valve was continued. Intense resistance was encountered during the advancement of the delivery system through the sheath at the left iliac artery. The delivery system was able to be pushed through. Due to the patient¿s short body height, the valve reached right below the aortic arch as it exited from the sheath. Valve alignment was attempted at that position. Following valve alignment, fluoroscopy showed and ¿unusual¿ contrast pool in the distal part of the balloon, between the valve and nose cone. Blood was also observed in the inflation device syringe. The valve was pulled into the sheath and the devices (sheath, delivery system and valve) were withdrawn as a unit. Upon withdrawal, the balloon was found to be torn at the triple marker. The native annular area measured 337mm2 by CT. Moderate valvular calcification and mild aortic root calcification was reported. The access vessel minimum luminal diameter (mld) measured 4.8mm at the left external iliac artery with no calcification or tortuosity reported. The patient¿s height was reported to be 131cm.